Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm was reported to be very angulated, although the aortic neck was fairly straight. The iliac arteries were very small, highly tortuous and severely calcified. It was reported that due to changing aneurysm morphology the stent graft was pulled out of the aortic neck, resulting in a type I endoleak. The left limb of the stent graft was also thrombosed. In 2003 the pt was taken to the or for thrombectomy of the iliac limb and endovascular treatment of the type I endoleak. A ballooon was advanced up the right iliac artery, and when inflated, caused plaque to dissect the artery. A 9 mm stent was implanted to cover the dissected area. Two 24 mm diameter x 3.75 length aortic extension cuffs were then implanted to seal the type I endoleak. Balloon angioplasty was performed on the left iliac artery with good results. It was reported that completion angiogram demonstrated no evidence of endoleak and patent iliac limbs on each side with good runoff. The pt was taken to the recovery room and was reported to have later returned to the or due to low blood pressure. Evaluation demonstrated that the 9 mm stent did not completely cover the dissection in the right iliac artery and the pt was bleeding into the abdomen. The pt was converted to open surgical repair. During the procedure the renal arteries were cross-clamped, which caused distal emboli to shower to the extremities. It was reported that the pt later expired on an unknown date. The death certificate reports the cause of death was a ruptured aneurysm and renal failure.